Manufacturer narrative:
The reported events were helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was extended and clogged with blood/ tissue. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had pocket infection and erosion. The entire implantable cardiac defibrillator system was explanted. While explanting the right ventricular lead, the helix exhibited retraction problem. The patient was in stable condition.